Event description:
It was reported that this patient underwent a surgical procedure in which noise and oversensing were observed during. A magnet was applied during. Technical services (ts) noted there were no out of range measurements observed and that the noise and oversensing were likely electromagnetic interference (emi). This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted due to an unknown reason and returned. This ICD was implanted for 10 years, which falls within the expected longevity timeframe for this device. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent a surgical procedure in which noise and oversensing were observed during. A magnet was applied during. Technical services (ts) noted there were no out of range measurements observed and that the noise and oversensing were likely electromagnetic interference (emi). This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted due to an unknown reason and returned. This ICD was implanted for 10 years, which falls within the expected longevity timeframe for this device. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent a surgical procedure in which noise and oversensing were observed during. A magnet was applied during. Technical services (ts) noted there were no out of range measurements observed and that the noise and oversensing were likely electromagnetic interference (emi). This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.